Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite. It was determined that the device showed ¿x¿ in the rfu window sometimes due to malfunction of mainboard. The mainboard was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the defibrillator indicating that ¿sometimes an "x" appears in the window¿. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The dfm100 assy processor (sn (B)(6)) was returned to philips for additional analysis. The field service engineer (fse) evaluated the device onsite. It was determined that the device showed 'x' in the rfu window sometimes due to malfunction of mainboard. The mainboard was replaced, and the device returned to full functionality. However, the complaint was escalated for technical complaint investigation, and the results indicate that there was no problem found with the processor pca. Alleged failure could not be recreated during failure analysis. Device functioned to supply therapy as expected per design.